Event description:
It was reported that a patient passed away. The cause of the patient's death is unknown. Programming history was reviewed for the patient, and no programming anomalies were observed in the available history. A battery life calculation estimated the battery was depleted. It was later reported the patient's last known settings were from a clinic visit 6 years prior to the patient's death with the implanting surgeon, who regularly performed dosing for the patient. The surgeon had not seen the patient since a visit 2 years later and was unable to provide a cause of death for the patient. No additional relevant information has been provided to date.